Manufacturer narrative:
It was reported to abbott a patient¿s ipg voltage was 2.73v on (B)(6) 2024 and a few days later it had reached end of life. The rep reported the elective replacement message was issued. A few days later the patient experienced a loss of therapy. When the rep tried to connect to the ipg with their clinician programmer it attempted an ipg repair but failed. Surgery took place where the ipg was replaced. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as device analysis confirmed normal device longevity.

Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. Initial reporter phone number: (B)(6). During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg had reached end of life. It is unknown if the device had depleted prematurely.. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced.